Manufacturer narrative:
Investigation of returned device revealed that the guidewire was stuck in the catheter, the catheter tip was pulled into its lumen by the guidewire. Slight coil stretch was found with the coil inside the catheter lumen, however no other damage was observed. Guidewire and the catheter could not be separated so that the breakage site of the catheter tip could not be inspected. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that tip of the catheter was trapped by the strut of the stent that had been deployed, along with the removal manipulation to the catheter, the tip was pulled apart, while the broken proximal end was pulled into its lumen along with the additional manipulation to the catheter. IFU describes: do not use in advanced calcified lesions. If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) The device must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the device into stenotic areas, stent struts, and narrower vessels than the product. (Abrasion may result in damage or separation of the device. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event). And "separation" as possible malfunction and adverse event.

Event description:
Reportedly, to treat a calcified cto lesion at rca #3, a guidewire was advanced with the subject catheter to attempt crossing the target lesion, however the guidewire and the subject catheter was trapped at a stent that had been deployed at #7, upon removal of the devices as a unit, tip of the catheter approx. 1mm was broken off. The broken fragment was fixed against vessel by a stent.

Manufacturer narrative:
(B)(4).